Manufacturer narrative:
The device was returned to ams and analyzed. The information for this failure analysis was received on (B)(6) 2011. The failure analysis disclosed the fiber glass and metal cap were intact. Also, the tip of the glass cap was intact. It was confirmed there was no evidence of sharpness on the edge of the open metal cap observed (where the tip of the glass cap protruded). By design the tip of the metal cap is open which allows protrusion of the tip of the glass cap. There is a requirement with tolerance for protrusion of the tip of the glass cap, this flexibility will help manufacturing during the gluing process of the metal cap to the glass cap and to position the critical portion of the fiber that causes the beam to leave the fiber and be directed towards tissue. Overall, there is no significant impact on performance or safety if that minimum length is exceeded. There is a manufacturing requirement that the red stop sign aligns with the beam exit window (oval window). This issue has been noted and communicated to the manufacturing department. Based on the review of customer data, there is no trend regarding misalignment of the red stop sign. There is a requirement that the blue arrow is positioned at the edge of the metal cap. This issue has been noted and communicated to the manufacturing department. Based on the review of customer data, there are no reported complaints related to sharpness on the edge of the metal cap.

Event description:
It was reported by a customer on (B)(6) 2011 the fiber stopped working at 54,000 joules. Per the customer, the fiber tip presented some anomalies. The customer reported, the metal cap on the fiber tip was not completely closed. The metal piece presented a sharp area. Per the customer, the fiber caused a little cut on the patient's prostate tissue and bleeding occurred. Also, the customer reported the blue arrow and red point were not in the right position. The fire beam was not aligned with the arrow and red point. The procedure was completed with turp. Per the customer, it could not be confirmed the small bleeding from the cut in the patient's prostate was caused by the fiber. The bleeding appeared to be arterial in nature. Approximately 6 1/2 inches of the fiber tip was returned (with the glass and metal cap). A failure analysis, conducted by an american medical systems quality engineer, disclosed that the fiber glass and metal cap were still intact. Also, the tip of the glass cap was still intact. It was confirmed there was no evidence of sharpness on the edge of the open metal cap observed (where the tip of the glass cap protruded).